Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against remaining product/lot code combinations since their release to distribution. Clinical investigation stated the adverse event was onset (B)(6), 2012 due to severe l hip pain. The x-ray revealed partial subluxation of the head prosthesis which in turn resulted in the revision of the left hip replacement (B)(6), 2012. The outcome was considered resolved as of (B)(6), 2012. The event was not expected and did meet the definition of serious as it resulted in a surgical intervention. It was not found to be procedure related. No further information, including patient x-rays or medical records, have been provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Implant wear/metallosis.